Event description:
It was reported that the right ventricular (rv) had dislodged via review of diagnostic imaging. No electrical abnormalities were noted. During the repositioning procedure, the helix would not extend. The rv lead was explanted and replaced. There were no adverse health consequences, the patient was stable.

Manufacturer narrative:
The reported event of lead dislodgement was not confirmed, while the reported event of the helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged blood/tissue. X-ray examination of the lead found the inner coil was over-torqued at the connector region. After cleaning and applying torque directly to the inner coil, the helix could be extended and retracted. The full helix extension length was measured within the specification. The cause of the reported event of the helix mechanism issue was isolated to an over-torqued inner coil, consistent with procedural damage and clogged helix. Electrical testing did not find any indication of conductor fractures or internal shorts.